Event description:
It was reported that the patient presented with a right ventricular (rv) lead that exhibited externalized conductors. On (B)(6) 2024, the rv lead was capped and replaced. There were no patient consequences.